Event description:
It is reported that, during a revision surgery the doctor noticed that the poly was loose in the locking mechanism. Date of implant and explant are unk.

Manufacturer narrative:
Evaluation summary: articular surface shows no deformation of dovetail lips which normally flare out during insertion into tibia plate. The cause of the reported problem could not be definitively determined. Evaluation: articular surface exhibits minimal deformation to the dovetail section. The condyles show minor pitting. The device was autoclaved in the field, so an accurate dimensional analysis could not be performed. Device history records indicate manufacture to specification.